Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: it was reported: ¿called to room d/t leaking chemo. Patient stated ust moved from bed to chair as she felt something wet in bed. Small circle of yellow fluid on fitted sheet measuring approx less than 10ml. Pump beeping upon arrival to room showing infusion complete on pump, although approx 30ml left in bag of 752ml, patient received approx 722ml of infusion minus approx 10ml noted on bed=712ml total dose of mtx infused to patient. Dr xxx and xxx in pharmacy notified. No new orders. Tubing noted to be leaking at connection from IV tubing to texium. Patient has no redness noted to skin, area near line cleansed w/ soap and water twice. Linens changed and bed cleansed w/ bleach x 2. Patient educated and no complaints at this time.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage and flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.